Event description:
It was reported that this was a percutaneous vertebroplasty for a vertebral body fracture on (B)(6) 2025. The balloon was applied negative pressure after inflation and attempted to be removed, but the tip of the balloon got caught in a working sleeve in the body and could not be removed. Following our in-house procedure for difficult removal, the sales rep asked the surgeon to try each procedure twice, but the balloon still failed to be removed. Since cement had already been mixed and been already quite viscous, and there had been the case of the balloon remaining in the body as reported in (B)(4), the sales rep asked the surgeon to remove the balloon with the entire working sleeve. Then, the surgeon cut the balloon with scissors, released the working sleeve, and made access again. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part:03.804.701s lot:82319937 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 02 oct 2024 expiration date: 01 oct 2026 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.